Manufacturer narrative:
Date of event approximated since unknown.

Event description:
It was reported that a perforation occurred. In (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. It was reported via the patient that "the physician punctured the side of their heart. The patient ended up in the intensive care unit for 5 days with a drain in their side."